Event description:
Caller reported an alarm issue with the tandem mobi cartridge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.